Manufacturer narrative:
This report is for one (1) unknown occipital bone plate. Part and lot numbers are unknown. Without the specific part and lot number, the UDI number is not available. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (510k#): unknown, as specific part number for the plate is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, the surgery for removing the occipital bone plate was performed. The fixed area was o-th1. The removal surgery was performed because of the bone union. During surgery, it was found that the screws for c3 left and c7 left had been broken while removing. It was also found that the occipital bone plate had been broken. Surgeon decided to leave the screw shafts of the screws in the bone. The surgeon commented that there would be no problem. The surgery was completed with no delay, and there was no adverse consequence to the patient. This report is for one (1) unknown occipital bone plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.